Manufacturer narrative:
A4: weight: requested, not provided. A6: race: requested, not provided. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: cath lab manager. A review of the device history record of the product code/lot number combination was conducted with no findings. The complaint cannot be confirmed for guidewire separation as the sample was not returned for investigation. Without a sample, the exact root cause cannot be determined. The device history record review determined the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Event description:
Terumo medical corporation received the reported information. When the doctor was gaining access with the glidesheath slender and while manipulating the wire he attempted to pull it out of the wire and the wire came unraveled. The wire was removed and there was no patient complication. There was no blood loss. The procedure being performed was radial heart catheterization. Additional information was received on 13oct2025: there were no concomitant devices used.